Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed multiple presence of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device functioned as intended, however the upstream sensor will be replaced as precaution. Should additional relevant information become available, a supplemental report will be submitted.